Event description:
It was reported that the user experienced hyperglycemia with a fingerstick reading of 390 mg/dl while using the ilet and a teflon 23" inset, with persistent high glucose for several hours that improved after an infusion set change; the removed inset contained blood. Symptoms included hyperglycemia. Outcomes included no hospitalization and stabilization of blood glucose after changing the infusion set. Investigation included user troubleshooting and education regarding site change and monitoring. Investigation of this case revealed a probable infusion site/set issue indicated by blood in the removed inset, which is consistent with impaired insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.